Event description:
Customer reported that the sensor gave inaccurate readings. She stated that when the blood glucose reading was 189 mg/dl, the sensor glucose reading was 46 mg/dl. Customer also reported that she was woken up with the insulin pump alarming for threshold suspend when the blood glucose was 440 mg/dl, and that the blood glucose went down to 60 mg/dl after that. Customer was not following proper procedure and did not calibrate when the blood glucose was stable. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.